Event description:
Pump found to be broken during a training session.

Manufacturer narrative:
Technical evaluation: the pump was tested by installing a pressure gauge to the vacuum outlet and setting the vacuum regulator dial to -20inhg then setting the dial knob to maximum. The vacuum pressure was reading more than -20inhg as required per specification. Conclusion: no problems could be found. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.